Event description:
It was reported that while using the arctic sun device for an rcn day workshop and flow rate was dropping and device alarmed 02 (low flow) issues, would not empty water from pads either and could it be looked at by tech before sending out again. Per review of wo on 14sep2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the arctic sun device for an rcn day workshop and flow rate was dropping and device alarmed 02 (low flow) issues, would not empty water from pads either and could it be looked at by tech before sending out again. Per review of wo on 14sep2023, there was no patient involvement. Per wo update on 07dec2023, it was reported that the chiller intermittent failures.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated. Device's flow rate was dropping and low flow alarm present. Circulation pump was replaced. Intermittent chiller found during service. Chiller unit was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.